Manufacturer narrative:
Additional information: one cadd ms3 pump was returned for analysis in good condition. Functional and visual inspection was performed. The customer's stated problem was verified regarding the pump losing it's programing. Due to the new internal back up battery on the board along with the operator's manual or the notification of change information provided with the pump. When the pump is not in use or the battery depleted, the programming will be lost. With all test passed and no damaged on components, device performed a run-in test and stopped at approximately 8 hours later. The battery depletion was found to be the cause of pump programming being lost. Therefore, no problem found with the pump and recommend to the customer to replace the battery and should be trained or aware of the instructions provided with the pump.

Event description:
Reported a smiths medical cadd ms3 pump was deprogrammed. The consumer of pump has a functioning back up pump to implement for treatment of pulmonary arterial hypertension. No adverse patient events reported.